Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to change in morphology and diminished r-wave. In-clinic testing was unable to reproduce the event. Technical services (ts) reviewed the episode and discussed there is myopotential oversensing recorded as well. Troubleshooting suggestions were provided and it was recommended to program the device to primary vector. The device system remains in service. No additional adverse patient effects were reported.